Event description:
End-user called in reporting that they are experiencing syringe plungers that are breaking off when pulling the plunger up to draw insulin into syringe barrel. End-user said when she "pulls the plunger up to draw the insulin the plunger is breaking off inside of the syringe barrel. This has happened with 12 syringes." The end-user reported the lot number as 50445, bu there was no production of a 731365 item number with a 50445 lot number. Upon reviewing the production records, it was found that the 731365 item number was assigned lot number 50446. The following medical device report will be citing lot number 50446.